Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low bg level of 55 (mg/dl). Reportedly, customer also stated that they have experienced low bg levels in the past, however, they did not provide specific event dates or values. Customer treated their low bg levels with juice and glucose gels. Recommendation was made to consult with health care provider to discuss diabetes management. During review of pump data by a tandem quality engineer on 08/09/2016, it was discovered that the date on the pump was behind by 1 day. During follow-up with the customer on (B)(6) 2016, customer reported that the time was still accurate on the pump and that the date had not impacted their bg levels. Tandem technical support assisted the customer with changing the date on their pump.

Manufacturer narrative:
Review of pump data by quality engineering: pump data recorded five bolus requests before the morning of the event date of (B)(6) 2016, where the customer did not enter their current blood glucose (bg) level while programming the bolus. The last bolus requested before the morning of (B)(6) 2016 was just after midnight, and was for a large amount of insulin compared to other bolus requests. Customer requested a large amount of insulin without entering their current bg levels. Both of these factors could potentially cause bg levels to go low. The basal insulin rate settings were consistent with earlier settings. Pump logs do not indicate that the pump contributed to low bg levels. There is no evidence that the insulin pump malfunctioned or experienced a failure.